Event description:
It was reported that the pump had unspecified delivery issues due to primary set loading. The customer indicated the top blue piece of the infusion set was not loaded correctly and can not "wiggle" freely resulting in the door sticking out further than expected. The bd clinical practice consultant was able to provide education to the customer team on proper set loading. There was patient involvement, no harm was indicated.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Manufacturer narrative:
Omit : c20 - no findings available, d15 - cause not established. Additional information : if other specify, imdrf annex a, b, c, d, g codes. H3 other text : customer provided sample photo only. No device was returned.

Event description:
It was reported that the pump had unspecified delivery issues due to primary set loading. The customer indicated the top blue piece of the infusion set was not loaded correctly and can not "wiggle" freely resulting in the door sticking out further than expected. The bd clinical practice consultant was able to provide education to the customer team on proper set loading. There was patient involvement, no harm was indicated.